Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not paying attention to hygiene. The patient was hospitalized and treated with an unspecified medication for the event. After several days of hospitalization and no improvement was shown, the patient was treated with daptomycin for the event. Pd therapy was continued during the treatment. Two weeks after being discharged from the hospital, the patient experienced a breach in aseptic technique again which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not paying attention to hygiene. The patient was treated with an unspecified medication for the event. At the time of this report, the patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the events occurred on unreported dates in sep2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.